Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements in the 150-160 ohm range since last year. Currently, shock impedance measurements were in the 190-ohm range. Technical services (ts) discussed possible lead calcification, and it was noted that this device had never delivered any high energy shocks. Possible options included lead replacement. This rv lead remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements in the 150-160 ohm range since last year. Currently, shock impedance measurements were in the 190-ohm range. Technical services (ts) discussed possible lead calcification, and it was noted that this device had never delivered any high energy shocks. Possible options included lead replacement. This rv lead remains in service at this time. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to the observed out-of-range shock impedance measurements. No additional adverse patient effects were reported. This rv lead is not expected for device return as it was retained by the explanting hospital.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if information is provided in the future, a supplemental report will be issued.